Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device- location of device"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and bipolar disorder ("bipolar") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included tubal ligation. Previously administered products included for birth control: mirena iud from 2005 to 2008. Concomitant products included cilest (sprintec) since (B)(6) 2013 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), the second episode of dyspareunia ("pain during intercourse"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), obsessive-compulsive disorder ("ocd"), endometriosis ("endometriosis"), post-traumatic stress disorder ("ptsd"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy,total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain, genital haemorrhage, bipolar disorder, back pain, adverse event, dysmenorrhoea, pelvic pain, fatigue, abdominal pain upper, the last episode of dyspareunia, migraine, headache, endometriosis, post-traumatic stress disorder, depression and anxiety outcome was unknown and the female sexual dysfunction and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain upper, adverse event, anxiety, back pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, obsessive-compulsive disorder, pelvic pain, post-traumatic stress disorder, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: the sheath is withdrawn and the device employed with 3-5 coils visible on the right placement and 4-5 visible on the left. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2010. In current follow up reported as: (B)(6) 2010. Most recent follow-up information incorporated above includes: on 29-oct-2018: plaintiff fact sheet and medical record was received. New reporter added. Events added from pfs- abnormal bleeding (general), apareunia, device dislocation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, stomach pain, pain during intercourse, menorrhagia, migraines / headaches,bipolar, ocd, anxiety, depression, ptsd & endometriosis,she did not undergo confirmation test. & historical condition, concomitant drug, historical drug were added. Essure insertion date were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device- location of device'), abdominal pain ('severe abdominal pain'), genital haemorrhage ('abnormal bleeding (general)') and bipolar disorder ('bipolar') in an adult female patient who had essure (batch no. 685786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included tubal ligation. Previously administered products included for birth control: mirena iud from 2005 to 2008. Concomitant products included ethinylestradiol;norgestimate (sprintec) since (B)(6)2013 and medroxyprogesterone acetate (depo-provera) since (B)(6)2013. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), the second episode of dyspareunia ("pain during intercourse"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), obsessive-compulsive disorder ("ocd"), endometriosis ("endometriosis"), post-traumatic stress disorder ("ptsd"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device and bilateral salpingectomy,total hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, abdominal pain, genital haemorrhage, bipolar disorder, back pain, adverse event, dysmenorrhoea, pelvic pain, fatigue, abdominal pain upper, the last episode of dyspareunia, migraine, headache, endometriosis, post-traumatic stress disorder, depression and anxiety outcome was unknown and the female sexual dysfunction and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain upper, adverse event, anxiety, back pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, obsessive-compulsive disorder, pelvic pain, post-traumatic stress disorder, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: the sheath is withdrawn and the device employed with 3-5 coils visible on the right placement and 4-5 visible on the left. Discrepancy noted in insertion date. Previously reported as: (B)(6)2010. In current follow up reported as: (B)(6)2010. Most recent follow-up information incorporated above includes: on 11-dec-2019: new pfs received- lot number was added. On 16-dec-2019: f/u 2 and f/u 3 processed together. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device- location of device'), abdominal pain ('severe abdominal pain'), genital haemorrhage ('abnormal bleeding (general)') and bipolar disorder ('bipolar') in an adult female patient who had essure (batch no. 685786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included tubal ligation. Previously administered products included for birth control: mirena iud from 2005 to 2008. Concomitant products included ethinylestradiol;norgestimate (sprintec) since (B)(6) 2013 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), the second episode of dyspareunia ("pain during intercourse"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), obsessive-compulsive disorder ("ocd"), endometriosis ("endometriosis"), post-traumatic stress disorder ("ptsd"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device and bilateral salpingectomy,total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain, genital haemorrhage, bipolar disorder, back pain, adverse event, dysmenorrhoea, pelvic pain, fatigue, abdominal pain upper, the last episode of dyspareunia, migraine, headache, endometriosis, post-traumatic stress disorder, depression and anxiety outcome was unknown and the female sexual dysfunction and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain upper, adverse event, anxiety, back pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, obsessive-compulsive disorder, pelvic pain, post-traumatic stress disorder, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: the sheath is withdrawn and the device employed with 3-5 coils visible on the right placement and 4-5 visible on the left. Discrepancy noted in insertion date. Previously reported as: 10-sep-2010. In current follow up reported as: 26aug2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device- location of device'), abdominal pain ('severe abdominal pain'), genital haemorrhage ('abnormal bleeding (general)') and bipolar disorder ('bipolar') in an adult female patient who had essure (batch no. 685786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included tubal ligation and adenomyosis. Previously administered products included for birth control: mirena iud from 2005 to 2008. Concurrent conditions included pelvic congestion syndrome and varicosity. Concomitant products included ethinylestradiol;norgestimate (sprintec) since (B)(6) 2013 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), the second episode of dyspareunia ("pain during intercourse"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines"), headache ("headaches"), obsessive-compulsive disorder ("ocd"), endometriosis ("endometriosis"), post-traumatic stress disorder ("ptsd"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device and bilateral salpingectomy,total hysterectomy/ salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain, genital haemorrhage, bipolar disorder, back pain, adverse event, dysmenorrhoea, pelvic pain, fatigue, abdominal pain upper, the last episode of dyspareunia, migraine, headache, endometriosis, post-traumatic stress disorder, depression and anxiety outcome was unknown and the female sexual dysfunction and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, abdominal pain upper, adverse event, anxiety, back pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, obsessive-compulsive disorder, pelvic pain, post-traumatic stress disorder, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: the sheath is withdrawn and the device employed with 3-5 coils visible on the right placement and 4-5 visible on the left. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2010. In current follow up reported as: (B)(6) 2010. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding, pelvic pain, dysmenorrhea. Dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received. Reporter information, patient's medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event and back pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.